Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient was undergoing a non-cardiac related surgery. As the patient was not dependent, a magnet was not placed over the device during the surgery. Cautery resulted in pauses in pacing and the bursts of right ventricular pacing at 100ppm. It was discussed that there was likely ventricular oversensing then atrial oversensing driving the ventricular rate. It was suggested that a magnet be applied over the device to put the device into doo mode pacing at 100ppm. No adverse patient effects were noted.